Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device ¿overheated¿. There was no delay to the surgical procedure as an identical spare device was available for use. There was patient involvement reported; patient information was not provided. There were no injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The date of event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.